Event description:
Mastitis unk etiology resulting from (B)(6) 2018 breast surgery - inplant funnel surgical sleeve used for surgery; approx 1 week post procedure, implants were removed. All lab tests / cultures tested negative. (Two other separate incidents possibly related to use of this medical device; 2 other separate reports submitted to FDA, describing the incidents.)